Manufacturer narrative:
(B)(4). Upon follow-up with the customer it was noted that an unknown pump was being used to infuse the patient with ¿ivpb medication¿. The customer also stated that the hook was used to hang the primary bag. When it was found that only the secondary set was not infusing the primary sets hook was fully extended. The secondary set still did not infuse. The user swapped out the set and the infusion continued without further issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a clear link secondary medication set that would not flow. The no flow condition was identified during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date is unknown; however, it was reported to have occurred earlier in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.